Manufacturer narrative:
Other, other text: returned device was received in poor physical condition. The device was received with a cracked battery cover and 2 small knobs-peep and CPAP. The input/output label has some wear and tear. The function switch has some resistance when turning on to ventilate. During the evaluation of the device, the cause was found to be a leaking function switch caused by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that that a smiths medical ventilator had a air leak. No adverse patient effects were reported.